Event description:
While performing cataract surgery, the surgeon noticed diminished vacuum power while attempting to aspirate nuclear material. The posterior capsule tore, necessitaing a vitrectomy procedure.